Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the black monitor screen displaying a scope error was a no-image scope communication error (e216). The most probable cause of the complaint is cause traced to component failure. Additionally, the most probable cause of the foreign material in the air/water cylinder, air/water channel, and auxiliary channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had black monitor screen that says scope error. The event occurred during inspection for use. There were no reports of patient involvement.